Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 8697544) was used for an endovascular embolization procedure. During the procedure, the user reported incomplete expansion of the enterprise2 vascular reconstruction device (vrd). The physician then released a second stent inside the first stent and completed the surgery. The event was initially reported as such, ¿incomplete expansion. It was reported that during procedure, doctor released stent. The distal markers of the stent opened well, but proximal markers of the stent were converged which could not fully expand. Doctor released the second stent in the first stent and completed the surgery. The microcatheter was not replaced.¿ additional information was received on 05-jun-2026. Summary: per the information provided, the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance encountered during advancement of the device. The stent did not appear to be damaged. Vessel tortuosity and calcification may have contributed to the incomplete expansion. There was no evidence of blood flow restriction. The event did not result in any patient adverse consequence nor procedural delay/prolongation.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 vascular reconstruction device can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the user was required to perform the additional surgical intervention of implanting a second stent inside the first stent to fully expand the first stent and preclude patient harm. Based on this surgical intervention, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿ with an awareness date of 19-may-2026. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.